Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(4). The complaint is confirmed. Reader a was replaced and standardized. The root cause is likely related to reader a. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, trends, or hazards were identified based on this investigation.

Event description:
It was reported that while using the bd max¿ instrument, to test for sars-cov-2, a false positive result was obtained by the laboratory personnel. There is no indication that erroneous results were reported out and there was no report of patient impact.

Manufacturer narrative:
There were multiple 510 numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd max¿ instrument, to test for sars-cov-2, a false positive result was obtained by the laboratory personnel. There is no indication that erroneous results were reported out and there was no report of patient impact.